Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17470075) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the aviator plus balloon catheter (.014 5.0 x 20 142 cm) was inflated in the lesion. However, it ruptured at its nominal pressure during its second inflation. It was unknown how the procedure was completed. There was no reported patient injury. The target lesion was the shunt. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. This was a shunt percutaneous transluminal angioplasty (pta) case. The procedure was finished successfully. The product will not be returned for analysis.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. Additional information received indicates that the device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. The contrast to saline ratio was 50%. The inflation device used in the procedure was a non-cordis indeflator. The same indeflator was used successfully with other devices. The balloon did maintain pressure during inflation. The device was removed intact (in one piece) from the patient. The device will not be returned for analysis as the device has been discarded by nurses. The aviator plus balloon catheter (.014 5.0x20 142cm) was inflated in the lesion. However, it ruptured at its nominal pressure during its second inflation. It was unknown how the procedure was completed. There was no reported patient injury. The target lesion was the shunt. The patient¿s vessel level of tortuosity and calcification is unknown. The rate of stenosis is unknown. This was a shunt percutaneous transluminal angioplasty (pta) case. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. The contrast to saline ratio was 50%. The inflation device used in the procedure was a non-cordis indeflator. The same indeflator was used successfully with other devices. The balloon did maintain pressure during inflation. The device was removed intact (in one piece) from the patient. The procedure was finished successfully. The device was not returned for analysis. A product history record (phr) review of lot 17470075 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. According to the instructions for use ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.